Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's attorney reported via phone call that on (B)(6) 2011 the customer had a car accident that was caused by the insulin pump. The customer's primary care physician advised him that the insulin pump malfunctioned and needed to be replaced. The insulin pump was replaced. Customer's blood glucose level was not reported. The device was not returned.